Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: g3, g6, h2, h6, h10 a vyaire service technician was able to verify the reported issue. The cause was determined to be the cable assembly, led pcba.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device/component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent blank display and continuous audible alarm during setup on this ventilator device. The customer stated no patient involvement with this event.